Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment for the event consisted of vancomycin (1 gram every fifth day in therapy bag) and meronem (initial 1 gram in bag then 500 milligrams each therapy). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.